Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the freestyle libre sensor was reported. The customer's sensor gave "too low" scan readings, and the customer self-treated with soda. The customer then experienced symptoms of couldn't move, shaking, and lost consciousness. The customer called emergency services and it was reported his "real blood sugar was way higher than sensor readings", but reportedly received oral glucose from healthcare provider. The treatment of glucose is consistent with low readings; however, as readings from time of event were not provided, it is unknown if the reported low sensor readings indicated hypoglycemia. There was no report of death or permanent injury associated with this event. Comparison readings with the built-in meter were provided, taken at unknown time. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint. And there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed, and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the freestyle libre sensor was reported. The customer's sensor gave "too low" scan readings, and the customer self-treated with soda. The customer then experienced symptoms of couldn't move, shaking, and lost consciousness. The customer called, emergency services. And it was reported, his "real blood sugar was way higher than sensor readings", but reportedly received oral glucose from healthcare provider. The treatment of glucose is consistent with low readings. However, as readings from time of event were not provided. It is unknown, if the reported low sensor readings indicated hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Stability and clinical reviews have been conducted and this review has found no indication of any product stability performance issues or clinical performance issues. A tripped trend review was conducted for the reported complaint and libre sensor, no trends were identified that would indicate any product-related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h10 has been updated with the corrected mfg narrative as it was submitted incorrectly in the previous follow-up report.

Event description:
A low readings issue with the freestyle libre sensor was reported. The customer's sensor gave "too low" scan readings, and the customer self-treated with soda. The customer then experienced symptoms of couldn't move, shaking, and lost consciousness. The customer called emergency services and it was reported his "real blood sugar was way higher than sensor readings", but reportedly received oral glucose from healthcare provider. The treatment of glucose is consistent with low readings; however, as readings from time of event were not provided, it is unknown if the reported low sensor readings indicated hypoglycemia. There was no report of death or permanent injury associated with this event.